Event description:
It was reported that during a embolization treatment procedure a balloon rupture occurred. The target lesion was located in the femoral artery. During the first inflation of a 5.0 x 40/80 sterling otw balloon catheter at 6 atms a balloon rupture occurred. The 5.0 x 40/80 sterling otw balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: magnified examination of the returned device revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a embolization treatment procedure a balloon rupture occurred. The target lesion was located in the femoral artery. During the first inflation of a 5.0 x 40/80 sterling otw balloon catheter at 6 atms a balloon rupture occurred. The 5.0 x 40/80 sterling otw balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).